Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter into the patient's right eye (od) on (B)(6) 2020. The surgeon reports 0 vault and slightly blurry vision. Reportedly, the lens remains implanted.

Manufacturer narrative:
B5: additional information: the reason for the replacement lens is "low arch and high". The patient was concerned about the risk of surgery. The last replacement lens was an icl. The astigmatism was corrected by laser surgery. Claim# (B)(4).